Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implant of the implantable pulse generator (ipg), the patient developed an infection. It was also reported that vegetation was noted on the leads. The ipg system was explanted. No further patient complications have been reported as a result of this event.